Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, no additional device abnormalities were identified. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the deflectable videoscope had a noisy image. There was no delay, the patient was not under anesthesia. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a b30 (scope communication error) was displayed after startup. The error disappeared half a minute after startup. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith effort (gfe) attempts were made to attain responses for additional information. The customer has not responded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no non-conformity was confirmed in the equipment that would affect the occurrence of the event, there is a possibility that the imaging unit or the internal board of the video connector failed for some reason, and the event occurred, but it could not be identified. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the following items of the IFU (operation manual) 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.